Event description:
Litigation alleges that the patient has suffered potential cobalt and/or chromium poisoning and constant pain as a result of the implantation with the asr hip implant. Excessive levels of chromium and cobalt found in her blood work. Doi: (B)(6) 2008 dor: none reported (right hip), doi: (B)(6) 2009 dor: none reported (left hip). Patient is bilateral. Dob: (B)(6) 1974 patient is a resident of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.